Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated erratic low hemoglobin results were generated on the cell-dyn 1800 analyzer. A patient sample yielded the following results: 6.0, 10.5, 10.4, 6.x, 6.x g/dl. The customer stated qc was within range. The sample was sent to a reference laboratory, but results were not provided. Suspect low hemoglobin results were not reported and there was no impact to patient management.